Event description:
The complainant reported that during impella cp implantation, when attempting to remove the .018 guidewire, there was resistance in removing the wire. The impella cp came out along with the guidewire into the aorta. The impella cp became bent and kinked at the cannula and the shaft near the motor. A snare catheter was inserted from the upper arm and the impella cp was stretched while pulling the impella pigtail under the clavicle. The .018-inch guidewire still could not be removed from the impella cp. After straightening, the impella cp was removed at the same time as the wire. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿

Manufacturer narrative:
The investigation of delivery issues and product damage (cannula kink) has been completed. Only cp pump was returned for review. Visual inspection found multiple kinks on can. No other issues were found on the rest of the pump. Delivery issues: guidewire was not returned for review. The cause of delivery issue was unable to be determined as limited clinical details were provided and no guidewire was returned for review. Cannula kink: the cause of the cannula kink was most likely an interaction with the guidewire per clinical report. D9 device returned to manufacturer date added.